Event description:
It was reported that pump displayed malfunction code 24 with fault ID 0x2219 and could not be reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer requested assistance with pump reset and was informed pump functionality could not be guaranteed, then planned to use multiple daily injections as backup therapy while in-warranty pump was replaced;